Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.

Event description:
Healthcare professional reported, right side. "Reason for removal: rupture/deflation". Device was explanted.

Event description:
Healthcare professional reported right-side "reason for removal: rupture/deflation" of a silicone gel device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data:d1, d4, d6a, h4, h6.

Event description:
Healthcare professional reported right-side "reason for removal: rupture/deflation" of a silicone gel device. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d1, d.2a, d.2b, d4, h6.